Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient had an unacceptable myopic refractive surprise, target was -0.25 but the patient ended up -1.25 d. Best corrected visual acuity (bsva) pre-operative was 20/30-2 and post-operative was 20/20-2. The iol directions for use were followed. The patient also reported extreme difficulty playing golf, an important activity of daily living (adl), due to the inability to wear glasses while playing as it interferes with his game. The patient was temporarily impaired as a result. The iol was explanted in a secondary surgical procedure and replaced with a diu150 20.5 iol. There were no complications, no incision enlargement, and no serious patient injury during the iol explant procedure. Patient prognosis post lens exchange is unknown. The suspect iol is not available for investigation as it was discarded. No further information is available.